Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states the catheter is coming apart at the point of connection with the reservoir bag even though the seal appears to be intact.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Nine samples were received with the reported lot number for evaluation. Based on procedure, a visual inspection was conducted on the received samples. The reported issue was not observed. In addition, a pull test was performed on all the samples returned and they were found within quality specifications. The reported condition could not be confirmed by the sample evaluation. The samples meet the required specifications. The samples were found to perform according to quality specifications, however, there have been cases reported in the past for catheter detachment and a corrective and preventative action (CAPA) was opened to investigate and address the reported condition. The results of the investigation will be documented through the CAPA. This complaint will be used for tracking and trending purposes.